Event description:
It was reported that one of the patient's leads had migrated and the patient was no longer experiencing effective left side coverage, the patient noted having a fall prior to their loss of coverage. X-rays showed the lead on left side had pulled out of the foramen. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8713225. A patient experienced lead migration was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.